Event description:
The customer's mother reported that the customer was treated by the paramedics due a low blood glucose reading of 61 mg/dl. Troubleshooting was performed. The mother stated that she found multiple 10.0 unit boluses in the bolus history. The insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.